Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of leaking from the blue winged cap could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor lv 2 device was found to be leaking through the blue winged luer cap. Therefore, the sterile fluid pathway was breached. It is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.